Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump had scratched display window and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 6 mmol/l. The customer stated that the pump was not dropped or bumped or exposed to moisture. The customer used aaa alkaline battery. The customer inserted new energizer aaa alkaline battery and there was a blank display. The customer will return the pump for analysis.